Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator air supply stops automatically. This has happened in three consecutive cases. The air supply stops automatically before the measured pressure reaches 10 mmhg, compared to the set pressure of 10 mmhg. The third bar from the bottom on the gas supply pressure bar graph is lit green. The gas is supplied from the wall piping, and there are no connection issues, such as loose connections. The issue occurred during a therapeutic procedure for a laparoscopic sigmoidectomy and a laparoscopic cholecystectomy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be unmarked). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The investigation was based on the complaint information, and since the device did not return, the customer's allegation could not be confirmed, further information could not be obtained. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.